Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing before the first use by the user facility, following microbes were detected from the sample collected from the device: (B)(6) 2018: the subject device tested positive for unspecified microbes (5cfu/100ml); (B)(6) 2018: the subject device tested positive for unspecified microbes (>100cfu/100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.